Manufacturer narrative:
The customer alleges the "handles do not light when blades are attached." No other details were provided and no patient injury/harm reported. The customer did not provide the part number or lot number and multiple attempts to obtain this information were unsuccessful. The customer has indicated that they will return the affected product but the product has not been received at the time of this report. A supplemental MDR will be submitted once the product has been received and an investigation is complete.

Event description:
The customer alleges the "handles do not work when blades are attached." No other details were provided and no patient injury/harm reported.